Event description:
It was reported that after the laser irradiation start, around 20 minutes an unusual sound occurs each time. Burns were confirmed on the blast shield lens. It appeared that the condenser lens between the fiber port and the laser itself have burnt out. The procedure was discontinued. The fiber, blast shield and the condenser lens were replaced. On the next day the procedure was completed without any problem. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient being sedated.

Event description:
It was reported that after the laser irradiation start, around 20 minutes an unusual sound occurs each time. Burns were confirmed on the blast shield lens. It appeared that the condenser lens between the fiber port and the laser itself have burnt out. The procedure was discontinued. The fiber, blast shield and the condenser lens were replaced. On the next day the procedure was completed without any problem. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient being sedated.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) and service history record (shr) was not performed due to insufficient product details of the device. A risk review was performed for the p30 confirmed that the events of device - noise, audible was known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.